Event description:
On (B)(6): customer reports via phone that staff were performing a urology procedure when the system fluoro failed. Staff moved the pt to another room where the procedure was completed without further incident. No reported injury. Customer did not provide pt info, other than to state the procedure was completed and pt is fine.

Manufacturer narrative:
Tech support received call from customer reporting a generator interface module (gim) communications error and advised customer to reset the gim. On a customer f/u call, the customer reported there was no image on the table monitors. After rebooting the entire system, all functions returned. System has worked fine since this reported event. No further reported issues.